Event description:
Upon a visual examination of the complaint, returned instrument on 04/28/2009, it was found there were small pieces of plastic from the handle and a small pin that fell off the handle. None of the broken pieces fell into the surgical wound, so no intervention was necessary. Original complaint information communicated by the sale representative on 02/24/2009, during a spondylolisthesis surgery, the surgeon was attempting to pull up the spondy when the wheel part of the rod reducer broke and fell outside of the sterile field. The surgeon finished the case with a rocker that was in the kit. There was no surgical delay and no harm to the patient.

Manufacturer narrative:
Product is an instrument and not implantable. A review of the device history records indicate the instrument met specification. Visual examination of the returned instrument indicates pieces of handle separated from handle during use. The instrument has tool marks indicating plyers were used to increase torque applied to the instrument.